Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - only birth year provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a vessel occlusion. The physician used an angio-seal device for hemostasis however bleeding did not stop. Manual compression was applied and hemostasis was successfully achieved by manual compression. Calcification was observed around the puncture site inside the artery. On (B)(6) 2019, the patient came to the hospital for numbness in her right leg. According to contrast radiography, vessel occlusion in her right common femoral artery was observed. The physician planned a ppi (percutaneous peripheral intervention), but the physician could not insert a wire through the artery and a surgical intervention was applied instead. The collagen, anchor, and suture were successfully removed from the patient. The blood loss was less than 250cc's. There was no serious health damage and the patient was being monitored and was recovering. The procedure before deploying the device was pta (percutaneous transluminal angioplasty). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The patient was hospitalized due to the event. An angiogram and an ultrasound was performed to diagnose the vascular insufficiency. There was no other equipment or devices being used with the reported product.